Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's sensor glucose level was below 60 mg/dl and their blood glucose level was 120 mgdl or 130 mg/dl. The customer reported change sensor alert and consecutive calibration errors. The customer's blood glucose level was 151 mg/dl and the sensor glucose level was 281 mg/dl at the time of the incident. The customer did not troubleshoot the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump and sensor will not be returned for analysis.